Manufacturer narrative:
No code available for desperate.

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra easy meter displayed inaccurately high results compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the issue started at 8.30 pm on (B)(6), she obtained an alleged inaccurately high blood glucose result of ¿367 mg/dl¿ on the subject meter. The patient was comparing the result to a result of ¿40 mg/dl¿ on an emergency medical service meter. The tests were performed within 30 minutes of each other. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with oral medication (glibenclamide 5m twice per day), diet and exercise, and that in response to the alleged inaccurate high result she took and increased dose of glibenclamide. The patient alleged that 8 hours after the start of the issue she developed symptoms of ¿sweaty, felt uncomfortable, desperateness and needed air¿. The patient reported that at 5 am the emergency services were called and the result of ¿40 mg/l¿ was obtained, which the emergency services treated with a glucagon injection. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date, and the test strip vial was not cracked or broken. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.